Event description:
Customer reported a faulty steering coupling. No patient or staff injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the coupler. System operates as intended.